Event description:
On 14-sep-2025, it was reported that a beta bionics ilet user was unable to attach two connectors during a supply change. A third connector attached successfully, and insulin delivery resumed without incident. No hospitalization was required and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.